Event description:
Related manufacturer reference number: 2017865-2021-32088, related manufacturer reference number: 2017865-2021-32092, related manufacturer reference number: 2017865-2021-32094. It was reported that the patient underwent pocket revision on (B)(6) 2021 due to an infection in the pocket of their implantable cardioverter defibrillator (ICD) system, including their right atrial (ra) and right ventricular (rv) leads. It was noted that the patient had a generator replacement procedure a few months prior to the infection. Pocket revision was successfully completed and the patient was treated using antibiotics. Two days later the patient was reported to have intermittent phrenic stimulation on their ra lead. Furthermore, a chest x-ray confirmed that the ra lead had dislodged and was located in the superior vena cava. Therefore, the physician successfully repositioned the ra lead on (B)(6) 2021. The patient was in stable condition.